Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 56675 was returned and analyzed. Visual inspection showed that the catheter was intact with no apparent issues. A system notice 50005 (leak detection) was triggered during the ablation phase. Dissection and pressure testing revealed a guide wire lumen breach within the balloon segment. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen breach.

Event description:
After a completed case, the balloon catheter tested out of specification per the manufacturers investigation.